Manufacturer narrative:
Wake button issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the wake button twice before the pump responds. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the battery gauge went from 35% to 15% battery life and then 30% to 55% battery life while plugged into a power source. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.